Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed. Samples not returned.

Event description:
According to the reporter, the user (B)(6) female, born with spina bifida) had experienced re-occuring utis over past half year, while using lofric sense. Treated with antibiotics. On (B)(6) 2015 the user underwent radiology and ultrasound examinations of her bladder. The results showed an unidentified foreign body near the bladder wall. This was suspected by the doctor to be a part of the catheter. Therefore, on (B)(6) 2015, a cystoscopy was performed to remove the object but without being able to detect any foreign body. Another scan was performed on (B)(6), still without any foreign body seen. The foreign body was assumed to be gone.